Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist stapler 45 instrument would not open to get the reload out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of shifting failure to be related to the customer reported complaint. The instrument was found to have a shifting failure based on log review. The shifting failure occurred after a clamp event. This failure can cause the instrument to be unable to unclamp which results in the usage of the stapler release kit (srk). The srk was confirmed to be used based on msc log. No damage that can cause the shifting failure found. The root cause is not determinable/applicable. Additional observations not reported by site that is not related to the customer reported complaint: the instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and failed during initialization. After an attempt of unjamming the mechanism of the instrument, the instrument failed again during initialization. The root cause is not determinable/applicable. The instrument was found to have a cracked housing. Root cause of this failure is attributed to user. The instrument will be transferred to engineering for further investigation. No images or videos were shared for the event. A review of the instrument log (attached) for the endowrist stapler 45 (part #: 470298-12 / lot #: t10181105-0093) associated with this event has been performed. Per logs, the endowrist stapler 45 instrument was last used on (B)(6) 2022 on system sk2200 for a pulmonary lobectomy procedure. The alleged event occurred with 22 uses remaining on the instrument. This complaint is being reported based on the following conclusion: it was alleged that the endowrist stapler 45 instrument would not open to get the reload out and failure analysis confirmed a shifting failure occurred while the instrument was in a clamped state (not during initialization). Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of shifting failure to be related to the customer reported complaint. The instrument was found to have a shifting failure based on log review. The shifting failure occurred after a clamp event. This failure can cause the instrument to be unable to unclamp which results in the usage of the stapler release kit (srk). The srk was confirmed to be used based on msc log. No damage that can cause the shifting failure found. The root cause is not determinable/applicable. Additional observations not reported by site that were not related to the customer reported complaint were also identified. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and failed during initialization. After an attempt of unjamming the mechanism of the instrument, the instrument failed again during initialization. The root cause is not determinable/applicable. The instrument was found to have a cracked housing. Root cause of this failure is attributed to mishandling/misuse. During further investigation, a review of the logs confirmed that a shifting failure occurred while shifting to the fire state from the roll state. The logs showed that the instrument was in a clamped state when the shifting failure occurred, hence the user would not be able to open the jaws normally. Instead the stapler release kit (srk) would be required to unclamp the jaws. Shifting failures displays a user facing message indicating that srk may need to be used to manually unclamp the jaws, and the logs confirmed that the srk use was detected on this instrument following an e-stop button press. The instrument was tested on an in-house system and failed to initialize on first install, but then passed initialization on subsequent installs. Instrument was driven and moved intuitively with full range of motion in all directions. Shim test was performed and instrument failed shim test on 0.032" metal shim in a couple orientations. Visual inspection showed that the leadscrew was lacking lubrications. After lubrication was applied to the leadscrew, the instrument was re-tested and the shim test passed. Lack of lubrication on leadscrew likely caused increased clamp drivetrain friction, which may be related to the initialization failure experienced during failure analysis. The lubrication issue is likely not related to the shifting failure seen in the logs. Instrument was fire on a sheet of paper (in-lieu of a plastic test sheet), and firing was completed without issues. Unable to replicate shifting failure. Root cause of shifting failure is not determinable.